Event description:
It was reported that the device was used during a vats. The clips were scissoring and coming out sideways. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.